Event description:
A report was received that the patient had a pocket revision because she was not able to charge her ipg. The patient is reportedly very heavy and when she sits, extra tissue folds over the ipg and she is not able to charge. The physician elected to replace the ipg as it was in hibernation and a new ipg was implanted in a more appropriate location. After the procedure, the patient was reportedly doing well.